Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a thoracic penetrating atherosclerotic ulcer rupture. It was reported that approximately 3 months post index procedure, the patient went for a follow up CT and a type ib endoleak was identified. The physician, during the initial emergency treatment, had not wanted to cover unnecessary aorta and so the endurant extension covered the pau. The final angiogram had shown a sealed proximal and distal seal; however, now there is a type ib endoleak with aneurysm expansion. It was reported that approximately 5 days later, the patient underwent an open repair. The physician felt that the landing zone was not adequate, and therefore the original graft was explanted. No additional clinical sequela was reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the reported distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and films during implant and immediately post-implant were not available for review and comparison. CT¿s returned from 3 months post-implant revealed that the patient had an endurant aaa cuff implanted within the aneurysmal distal portion of the descending thoracic aorta. The cuff measured ~5cm in length, was essentially straight, and was positioned with the distal graft margin ~25mm superior to the celiac artery. The diameter of the aneurysm/ulcer measured ~6.5cm, and contrast was seen primarily along the distal/anterior side of the cuff from a likely distal type I endoleak. On the proximal end of the stent graft along the right-lateral side, a 1cm diameter outpouching of contrast was also seen between the level of the suprarenal stents and proximal margin. The stent graft proximal od was 32mm, the distal od measured 33mm, and the diameter of the observed contrast near the same distal level was ~40mm. The device was patent; no other stent graft issues were observed. It is possible that insufficient stent graft coverage of the ulcer at implant, or a possible reduction of the seal length due to disease progression, may have led to the distal type I endoleak and resulting ulcer size increase. If information is provided in the future, a supplemental report will be issued.